Event description:
The following has been reported: customer reported: pump ser # (B)(6). Pump problem alarm. Nurse reports she primed a new set, programmed the pump and as soon as she pressed "start" she received a pump problem alarm no reported patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump. Additionally, this pump was investigated under an internal CAPA. Pins seals and bushings found with debris. Fva sub assembly pins, seals, and bushings need replaced with new.